Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this patient presented in clinic with dyspnea. Noise and oversensing was recorded on the rv channel. Technical services also noted that the rv pacing impedance was low (less than 200 ohms). The lead was capped and replaced.